Event description:
It was reported that during a regular visit, it was found that the lead warning had been activated due to the high atrial lead impedance. Noise was also observed. The lead impedance was within the normal limits at the next follow up visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.